Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported difficulty removing the clip from the anatomy appears to be related to patient morphology/pathology. A definitive cause for the anterior leaflet damage could not be determined. The reported posterior leaflet damage; however, was likely a result of difficulty removing the clip from the anatomy and therefore procedural circumstances. It should be noted that the reported patient effect of mitral valve injury as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This mitraclip report is being filed due to leaflet injury. It was reported that this was a mitraclip procedure, treating functional mitral regurgitation (fmr) grade 4. The transseptal puncture was noted to be in the anterior position. The steerable guide catheter (sgc 61215u114) advanced, and steering was challenging, but successful. The first clip was implanted without reported issue, reducing the mr to 2+. The second clip delivery system (cds 61019u119) was advanced to the mitral valve. Grasping was performed; however, there was an mr jet over the anterior lateral wall of the left atrium. Imaging confirmed a hole in the anterior leaflet. Additional grasping attempts were performed to improve mr, but were unsuccessful. During grasping, the clip became stuck at the lateral commissure. Resistance was noted during clip retraction back into the left atrium, and a posterior chordal rupture and prolapse occurred. The mr increased to 3+. The clip was successfully implanted, but the mr remained at grade 3+. No further clips were attempted. Post procedure, the mr was noted grade 3-4. The patient was in stable condition and will be evaluated by the heart team for further treatment, if any. There was no additional information provided regarding this device issue.